Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, extraneal viaflex, dianeal pd4 freeline solo 1.5% glucose and dianeal pd4 freeline solo 2.5% glucose therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis and treatment information was not reported. On (B)(6) 2011, dianeal and extraneal therapies were permanently withdrawn and the patient was moved to hemodialysis due to peritonitis. The outcome for the event was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.